Event description:
On 7/jul/2023, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, a peritoneal dialysis (pd) nurse confirmed the patient expired on (B)(6) 2023 in the home still attached to the fresenius cycler. However, the nurse indicated the fresenius cycler was not suspected in anyway to have caused the patient¿s death. It was reported the cause of death was due to cardiac arrest from pre-existing heart failure which was unrelated to dialysis. The nurse reported that the patient was completing pd treatments without any adverse effects prior to death. There were no further details (including patient¿s death certificate) available. The cycler was pending return to manufacturer when follow-up was completed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. It was stated the patient was completing pd treatments on the fresenius cycler without any adverse effects prior to death. The patient¿s death was reportedly caused by a cardiac arrest in the setting of having concomitant pre-existing heart failure; unrelated to dialysis.

Event description:
On (B)(6) 2023, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, a peritoneal dialysis (pd) nurse confirmed the patient expired on (B)(6) 2023 in the home still attached to the fresenius cycler. However, the nurse indicated the fresenius cycler was not suspected in anyway to have caused the patient¿s death. It was reported the cause of death was due to cardiac arrest from pre-existing heart failure which was unrelated to dialysis. The nurse reported that the patient was completing pd treatments without any adverse effects prior to death. There were no further details (including patient¿s death certificate) available. The cycler was pending return to manufacturer when follow-up was completed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.